Event description:
The customer reported via phone call that he was experienced a hypoglycemia and diabetic ketoacidosis. Customer blood glucose level was 42 mg/dl and then 40 mg/dl. Customer current blood glucose level was 150 mg/dl. Customer stated that the retainer ring was damaged. Customer stated that the reservoir was able to lock in place. The insulin pump will be returned for analysis. Frn-unk-rsvr,  unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.